Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® molding & occlusion balloon. After an aortic extender component was deployed, ballooning was performed. A dissection was observed near the proximal side of the aortic extender component on the final angiography. Reportedly, the dissection might have occurred during ballooning. Because no issue was observed on the blood flow of branch vessels, the physician elected to monitor it, and the procedure was completed without further treatment. The patient tolerated the procedure. It was reported that thrombus was observed on the proximal neck, and the ballooning might have been performed strongly.

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.